Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The patient had a chpv implanted sometime between 2001 and 2003 in the lumbar region. It was discovered that the valve was unseated via xray when the clinicians were reprogramming her valve on (B)(6) 2016. She was symptomatic so they admitted her to the hospital on (B)(6) 2016 and removed the valve on (B)(6) 2016 and replaced it with a certas plus valve 828804 pl set at 6. The clinician has requested a full report on the findings of the valve including pictures of what was found. We are unsure if (B)(6) hospital was the original implanting hospital nor are we sure the exact product code or lot number. The product will be returned once the manager from the bni or returns from vacation this week. On (B)(6) 2016 per rep: we are not 100% positive of the exact product code. Looking at the product it appears to be trimmed down from the original implant. We don't have the original implant date. The rep thought it was approximately around 2001 or 2003.